Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections d1, d5, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-dec-2022 to 30-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the cubie pocket failed to open. A field service engineer found that the station was not showing any drawer failure. Performed hardware test check on drawers and pockets with no further issues. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis medstation system full height cubie pocket b1 from auxiliary drawer 5 failed to open, preventing the user from accessing medications.the customer reported that there was no impact on dispensing, as they managed to dispense medications from another unit or pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5 had failed to open. The field service engineer found that the station showed no drawer failure; hardware tests confirmed no adverse points in the drawer, and all pockets were checked. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system full height cubie pocket b1 from auxiliary drawer 5 failed to open, preventing the user from accessing medications. The customer reported that there was no impact on dispensing, as they managed to dispense medications from another unit or pharmacy. There were no adverse events or injuries reported based on this incident.